Event description:
Customer reported a protruded drive support cap. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Cracked reservoir tube lip noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.